Manufacturer narrative:
Replacement hdd sent and installed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a defective hdd caused system malfunction on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.